Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had failure was found during routine check. The unit did not start on battery. No harm reported. No patient involved.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: d5, e1- event site telephone, initial reporter, e3. A getinge field service engineer evaluated the unit and stated that after keeping the unit on charging, the battery was checked, but the cs300 unit did not start on battery. Cs300 unit is working properly on ac supply. During a follow up the fse replaced the battery and the unit has passed all safety tests and is in proper working condition. Per the fse the battery was not expired. The unit was returned to customer and cleared for clinical use.